Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. Photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient with breast cancer underwent a port placement procedure using the powerport m.r.I. Isp with vascular access via the internal jugular vein and port placement on the right chest wall. On (B)(6), 2026, during a subsequent port removal procedure, a catheter fracture was discovered, and the catheter was observed to have nearly fallen into the thoracic cavity. The current status of the patient is unknown.